Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The 99% stenosed target lesion was located in the calcified and severely tortuous right coronary artery (rca). The lesion was predilated, and the 2.75x28mm taxus liberte stent delivery system was advanced. However it was unable to cross the lesion, and the stent strut was lifted. The procedure was completed with a different device with no patient complications. The patient condition post procedure was reported to be "good".

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The 99% stenosed target lesion was located in the calcified and severely tortuous right coronary artery (rca). The lesion was predilated, and the 2.75x28mm taxus liberte stent delivery system was advanced. However, it was unable to cross the lesion, and the stent strut was lifted. The procedure was completed with a different device with no patient complications. The patient condition post procedure was reported to be "good".

Manufacturer narrative:
Device evaluated by MFR: updated. A visual and microscopic examination identified tip damage, stent damage and that the stent moved distally on the balloon. The proximal edge of the stent was approximately 6mm distal to the distal edge of the proximal markerband. Proximal stent strut rows 1 to 3 were misaligned. Distal stent strut rows 1 to 4 were pushed distally. The tip was slightly flared. It was not possible to insert a 0.015inch mandrel through the lumen due to the tip damage. The balloon section of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).